Manufacturer narrative:
(B)(4).

Event description:
It was reported 'hub separated from extension line'. The catheter was removed and replaced. The incident caused no harm or injury to the patient.

Manufacturer narrative:
(B)(4). The customer provided two images of the catheter for analysis. The photo showed the proximal luer hub separated from the extension line. The customer also returned one 3-l catheter for analysis. Definite signs of use were observed on the returned catheter. Visual analysis revealed that the proximal extension line had completely detached from the luer hub. The line appeared to have broken in the middle of the extrusion, with one piece still attached to the distal entrance of the luer hub and the other piece remaining connected to the juncture hub. The separation was measured on the proximal extension line 133mm from the juncture hub. The outer diameter of the proximal extension line measured 0.085", which is within the specification limits of 0.084"-0.088" per the proximal extension line product drawing. The inner diameter of the proximal extension line measured 0.058" which is within the specification limits of 0.055"-0.059" per the proximal extension line product drawing. Functional testing could not be performed on the proximal extension line due to the condition of the returned sample. A manual tug test revealed that the distal and medial extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separation of the extension line and luer hub was confirmed through investigation of the returned sample and customer photo. The proximal extension line was completely separated. The mark was oval-shaped, pinched, and appeared consistent with a force-related break. Despite this, the extension line met all relevant dimensional requirements. Based on the customer report and sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported 'hub separated from extension line'. The catheter was removed and replaced. The incident caused no harm or injury to the patient.